Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2016-04673 & 1627487-2016-04674. The patient has 2 scs systems. This issue is related to the occipital pns leads and extension. It was reported the patient was no longer receiving effective stimulation. Reprogramming was attempted to no avail. Diagnostics revealed high impedance values for the scs leads. As a result, the scs leads and scs extension were explanted and replaced. Effective stimulation was restored following the surgical intervention.